Event description:
During product service by a service technician, a flogard infusion pump was found to have the low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was serviced on-site. This is an ancillary service event. A visual inspection was performed. Battery testing and an alarm log review identified a low battery alarm due to wear and tear damage. To correct the condition, the battery was replaced. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.